Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c146ee, serial/lot #: (B)(6) , ubd: 10-jul-2026, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 28-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa. It was reported after the stent grafts were implanted a final angiography performed noted a type iii endoleak at the level just proximal to the flow divider. The patient remained hemodynamically stable and further assessment will be performed. No cause was provided. No additional clinical sequalae were provide and the patient will be monitored.

Manufacturer narrative:
B5; additional information received : it was reported that it could not be determined whether there was a tear or a hole in the stent graft, but it appeared to be located above the flow divider on the right side. Intervention was performed two days post the index procedure where a bilateral top end non-medtronic device was placed with good result and no visible endoleak afterwards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.